Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned and the reported event could not be verified. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review was not completed since the lot number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review could not be performed as both item and lot number was unknown. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It is reported that the screw broke in an implant. Doctor was able to remove the broken screw. Tooth site #3.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).